Event description:
Although the fentanyl drip was on the maximum rate, the patient still complained of pain. The tubing was changed and reconnected to the patient, and the drug was titrated to effect.

Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report of leaking was not confirmed or replicated. Visual inspection revealed that the male luer tip was cracked with slight stress marks around the base of the luer. Dimensional and functional testing were not possible due to the damage. The root cause of the leak was not able to be determined, but was likely related to the cracked male luer tip.

Event description:
The customer reported a fentanyl drip was leaking from the hub proximal to the luer lock which was piggybacked onto another IV. The tubing was changed and reconnected to the patient. There is no report of patient harm.